Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample. Repeat testing was performed at same site or at another jcmg site and negative results were obtained. The customer reported that retesting occurs in most cases on the same day and no longer than 24 hours later. The customer stated the patients were asymptomatic and vaccinated. No additional patient information, including treatment and outcome, was provided.